Event description:
It was reported that the device has error code 46228. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 20-sep-2024. H3: the device was returned for repair. Visual inspection and functional testing were performed, and the device was observed to be functioning properly. The reported issue was not verified at the time of repair. Preventative maintenance was performed, and the device was returned to the customer.